Manufacturer narrative:
Rotation/decentration/subluxation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
An article, "indications for exchange of posterior chamber phakic intraocular lens in high myopia." Was published reporting that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, lens decentration, lens tilt and lens rotation. Six of the lens' mentioned underwent a lens exchanged, and repositioning was attempted in three eyes. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.